Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: mentor smooth round spectrum 475cc saline breast prosthesis, cat. #3501480, serial #(B)(4). Manufacturer¿s reference number: (B)(4)

Event description:
It was reported that a (B)(6) -year-old female patient underwent a primary breast augmentation procedure with a mentor smooth round spectrum 475cc saline breast prosthesis that deflated after implantation. Deflation was diagnosed during a physical examination. As a result, the patient will undergo bilateral explantation and replacement with unspecified breast prosthesis on (B)(6) 2018.

Manufacturer narrative:
On 04/18/2018, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. On 05/02/2018, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On 05/08/2018, mentor received additional information that patient developed capsular contracture (baker grade unknown) in the same breast that had the deflated implant (right breast). In addition, patient developed capsular contracture (baker grade iii) in her left breast. The left breast's event will be reported to the FDA in a separate medwatch form. It was also reported that patient¿s explanted devices were replaced with mentor smooth round spectrum 575cc saline breast prostheses. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 05/31/2018, mentor completed the investigation on the suspect medical device. Upon receipt by mentor, the device returned without fluid. No foreign material was observed within the device. No foreign material was observed on the shell surface. Upon initial inspection, no anomalies were observed. Leak testing was performed according with mentor procedures and it revealed a rent measuring approximately 0.1 cm on the anterior aspect. Microscopic examination of the edges of the rent gave no indications as to cause. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. Nonetheless, a microscopic examination of the edges of the rent was performed and it did not provide conclusive evidence of what could be the root cause. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet; however, deflation trends for mentor saline-filled devices will continue to be monitored by quality assurance. The product evaluation (pe) team concluded that the reported complaint of capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).